Manufacturer narrative:
Block b3: date approximate.

Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). A review of the ipg database revealed that the device appears to be working as expected. It also indicated that the charger to ipg alignment appears to be sub-optimal, leading to poor charging efficiency and longer charging session. The patient underwent an ipg replacement procedure was doing fine postoperatively. The explanted ipg will not be returned per hospital policy.